Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer stated that they had tried all remedies. Customer was performed displacement test and it worked fine. Customer also change site 6 times and alarm still occurs. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged no delivery alarm found on (B)(6) 2020. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded history files and traces using thus. Pump arrived with damaged battery cap. No delivery alarm was found in the history/trace files on (B)(6) 2022 19:15:00 during basal. Force sensor zero offset was within specification (23.2 mv). The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube), broken battery tube threads, and broken battery cap (2 broken posts). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. No delivery alarm was not confirmed during testing. Battery cap damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in this report.

Event description:
Updated summary: insulin pump was returned for analysis.